Event description:
It was reported that the patient presented with ventricular tachycardia (vt), that the implantable cardioverter defibrillator diagnosed as supraventricular tachycardia (svt). High voltage therapy was withheld as a result. Programming changes were performed. Antitachycardia therapy (atp) was provided, but failed to convert the vt. The vt was then successfully converted with a single shock delivered by the device. The patient condition was stable.